Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was removed and later replaced for a shorter length lens. Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
A4-a6:unk. Manufacture narrative: secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).